Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow-up, this right ventricular lead exhibited higher than previously reported, thresholds and lower sensing. The lead was confirmed via x-ray imaging, to have dislodged. The physician elected to surgically intervene and reposition the lead tip. The procedure was successful and the lead remains implanted and in service with no resulting adverse patient effects. Post revision, all parameters were within normal ranges.